Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received did not alerting when low battery and insulin pump was lost setting during battery change. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump had scratches on screen on left side and changing battery every 3-4 weeks. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit and failed battery test alarms or audio/beep, reset time clock anomaly after change battery noted during testing. Device had minor scratched lcd window, cracked battery tube threads. (B)(4).